Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 738 mg/dl and diabetic ketoacidosis. Customer was subsequently hospitalized. Reportedly, customer was not counting carbohydrates correctly. Bg was treated with intravenous insulin and fluids as well as acetaminophen. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.